Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument tip was observed to be melted. Inspection identified a broken conductor wire at the instrument tip. There was no report of arcing or unintended energy discharge to the patient. No allegation related to the instrument's functionality was reported. The user continued the procedure using a back-up instrument with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the user conducted an inspection of their instruments and accessories prior to the starting the planned procedure and found no issues. Additionally, the source was unable to obtain information if there was a specific issue related to the instrument¿s functionality. No further information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint ¿melted/thermal damage¿. The maryland bipolar forceps instrument was found to have thermal damage on the yaw pulley. Additionally, an image of the instrument was submitted by the reporter to isi for review. A review of the image was performed by an isi failure analysis engineer (fae). The following additional information was provided: image of the maryland bipolar forceps (mbf) instrument exhibited thermal damage, possible cause would be monopolar energy activation near the base of the grips. If this scenario took place, the activated energy would pass through a conductive medium (fluid in the body) and will reach the grips of the mbf instrument, causing the fbf instrument yaw pulley to melt.